Event description:
It was reported that the pyxis medbank es system drawers failed to open when users tried to access medication. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not open. A field service engineer discovered that the power supply to the wall was inactive. Upon the arrival of the facilities team, they reset the breaker, after which all drawers functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.